Event description:
It was reported that there were oil gel globules and gel smearing during use with 5 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: gel smearing and globule.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed on one of the photos. Additionally, 10 retention samples from bd inventory were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 2782g for 10 minutes using an mse mistral 1000 centrifuge, before being examined under magnification, for any signs of gel smearing. 8 of the 10 tubes had slight smears of gel above the barrier on the walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to duplicate and confirm the customer¿s indicated failure mode of gel smearing from testing the retained samples. Gel air bubbles was not confirmed. A root cause could not be identified from the investigation completed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were oil gel globules and gel smearing during use with 5 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: gel smearing and globule.